Event description:
It was reported the patient has had three infections with swelling and pain at the ipg pocket site. Symptoms returned a month after being treated with antibiotics. The patient is working with his physician to determine the next course of action.

Manufacturer narrative:
This ipg serial number was included in a field advisory. Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.